Event description:
It was reported that at post-op check one day after implant, the right atrial lead exhibited a loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. The lead was successfully repositioned. The patient was stable throughout the procedure.